Manufacturer narrative:
(B)(4). Date sent 2/3/2025 d4 batch #917c19. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. In addition, the knife was noted to be partially advanced. The manual override lever was activated, however, the knife would not return to home position due to the damaged knife slot. The joint could not articulate without the knife in home position. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 917c19, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9dx49, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hepatectomy surgery, would not articulate. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.